Event description:
The physician reported that during revision of the right atrial and right ventricular leads, he detected blood in the header of the ICD involved in this MDR report. He decided to exchange the device for safety reasons. The device has been replaced by device from competition according to physician's decision. The ICD involved in this MDR report was returned for analysis.

Manufacturer narrative:
(B) (4): this event concerns a device that was manufactured and used outside the united states. Analysis is pending.